Event description:
As reported, during a licap breast case on (B)(6) 2024, 4 units of 3gram arista ah was used on the patient. As reported, the patient developed seroma post arista usage.

Manufacturer narrative:
As reported, seroma post usage of arista ah. Based on the information provided, no conclusions can be made as to the extent to which the usage of arista powder may have caused or contributed to the patient's postoperative seroma. Seroma is a known inherent risk of the surgery and the adverse reaction section of the instructions-for-use supplied with the device identifies seroma as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 13-jul-2024 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.